Event description:
It was reported that the pt experienced a shocking or jolting sensation at the lead site. The pt was not able to decide if the stabbing sensation was specific to any movement or environment; states they were random. She has not been using the device very often in order to preserve battery life. The lead impedance measurements were normal. The pt was at the clinic in fair condition. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).